Event description:
It was reported that the video system center had a socket latch that failed to securely lock the camera head connector resulting in an unstable connection and intermittent image signal, during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 ¿ address: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a defective video connector socket, the connection between the scope was loose and for the image processor socket failed to securely lock the camera head connector, unstable connection and intermittent image signal the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.